Manufacturer narrative:
Concomitant medical products: dtma2q1 crt-d, implanted: (B)(6) 2019; 4598 lead, implanted: (B)(6) 2019; 4574 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, an rv lead integrity alert (lia) triggered. It was noted that the rv lead exhibited oversensing and apparent noise. Diagnostic testing/ troubleshooting was performed. Provocative testing was unable to recreate noise on the rv lead. An x-ray revealed the rv lead pin was not properly inserted into the crt-d header. The rv lead was re-inserted into the crt-d header. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the rv lead exhibited high sensing integrity counter (sic).